Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and pelvicol acellular collage matrix was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, fistulae, recurrence, bleeding and dyspareunia. It was reported that the patient underwent mesh revision on (B)(6) 2003 for urinary retention secondary to sling. It was reported that the patient also underwent mesh revision on (B)(6) 2010 for mixed urinary incontinence and intrinsic sphincter deficiency. (B)(4).